Event description:
Upon further review of the initially reported information, the event code of failure to deliver has been updated to speed control lever malfunction.

Manufacturer narrative:
Correction information was provided in b.5. And h.11. Upon further review of the reported incident following the submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported with a description of autonome plunger failed to advance. Additional information has been requested.